Event description:
It was reported that difficulty was experienced when withdrawing the catheter into the sheath, and the spline detached from the base. During a radiofrequency ablation procedure for atrial tachycardia, an intellamap orion catheter was selected for use. Difficulty was encountered while retracting the catheter into the sheath for removal. Upon removal of the catheter, the spline was observed to have detached from the base at the proximal end. No abnormal or tortuous anatomy was noted, and the basket was confirmed to be retracted at the time. The device was replaced, and the procedure was successfully completed without any patient complications.